Event description:
It was reported that patient experienced a burn on the nose following a treatment using smartxide2. Cynosure clinical investigated the incident and determined that user error was involved. Operator did not perform rf emittance treatment with full contact on tissue and therefore likely contributed to burn experienced. Burn was examined by cynosure medical director who confirmed permanent scarring is likely. A service evaluation has been scheduled but not yet completed. When the device has been evaluated, an investigation will be updated as needed. Burns are expected side effects from such treatments, however this event is reportable because scarring is considered a serious permanent injury.